Event description:
Reporter stated that a peritoneal dialysis patient, using a dialysate containing icodextrin (a labeled interferent for aviva test strips), was admitted to the emergency room. Hospital staff reportedly tested patient's blood glucose, using the aviva system, and obtained a result of 400 mg/dl. An unspecified time later, patient was treated with insulin (dosage and insulin type were not provided), resulting in severe hypoglycemia. Reporter noted that clinicians were able to reverse patient's hypoglycemic state; however, no specific details of treatment administered were provided. No product was returned to the manufacturer for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). Device not returned to manufacturer.